Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a concaved front response button dome, causing it to be intermittently non-functional. Upon further investigation, there was liquid contamination causing bad contact to the sd card. The root cause of the concave dome was physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.